Manufacturer narrative:
The suspect medical device has not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the bladder tumor (turbt) procedure, the ceramic insulation at the distal end of the inner sheath broke and fragments fell inside the patient's bladder. After the tumor excision it was confirmed by x-ray that the fragments remain inside the bladder. They were retrieved and the intended procedure was completed with the same set of equipment. There was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the ceramic insulation at the distal end of the inner sheath is damaged. Two fragments are broken off. However, no parts are missing. The cause of this damage and the breakage of the ceramic insulation is thermal mechanical overload. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities related to function and safety. It is clearly stated as a warning note in the instructions that impact, fall, shock or similar stress can damage the ceramic insulation at the sheath's distal end and that the instrument must not be used if damaged since otherwise this can cause injuries to the patient and/or user. The user apparently did not follow these instructions since the damage and breakage of the ceramic insulation were caused by thermal mechanical overload. Therefore, this event/incident was attributed to use error and the case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes. In addition, the user will be retrained to correctly use the olympus medical devices.